Event description:
Customer reported that on (B)(6) 2011 (time not reported), a day or so after activating the device, her blood glucose reached 368 mg/dl and it appeared that the needle and cannula had not deployed.

Manufacturer narrative:
The returned device was evaluated and the release bar was installed incorrectly, preventing the needle mechanism from firing. A manufacturing defect is thus confirmed as the root cause. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." It advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."